Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, lens rotation and blurry vision. Due to low vault, lens rotation and blurry vision the lens was explanted and then replaced for a lens of unknown parameters. Cause of the event is unknown.

Manufacturer narrative:
H6 - 4581 - rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H11 - claim #(B)(4) missing in supplemental MDR #1.following receipt of new information initial MDR is not applicable. Reported in error. Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint.claim # (B)(4).

Manufacturer narrative:
This event does not meet the definition of a complaint, however an MDR was submitted.